Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history records (DHR) were reviewed for lot number aa6131r01 and the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. All information reasonably known as of (B)(6) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving one patient. This is the second of two reports. Refer to 9611594-2017-00149 for the first report. It was reported that the t-fastener kept breaking during the procedure and occurred on one patient. There was no injury to the patient. An additional set of t-fasteners were opened; however, the exact quantity is unknown. Additional information was received from the surgeon on (B)(6) 2017 that states there were two different packages opened and they both broke. The surgeon stated that the t-fasteners felt thinner than usual. The t-fasteners broke when they initially tried to secure them. The procedure was completed without the t-fasteners. No additional information was provided.